Event description:
During a hernia lymph node biopsy, the physician directly placed the subject device on the drape of the patient. After the biopsy, the physician confirmed that there was a superficial second degree burn mark on the patient. There was no failure of the subject device reported.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The physician placed the subject device, which was heat after activating, on the patient. And that it was burn the patient. The t3955 instruction manual already states; warning: the probe becomes hot due to extended ultrasonic output. Do no let it come in contact with tissues other than the target tissue, as it may burn the tissue. After the instrument is withdrawn from patient, do no leave it on certain parts of patient body such as abdominal area or chest. Also, do no allow medical personnel to come in contact with the instrument. It may cause burns on the surgical drape or gown as well as on the personnel. Burns may result even through the surgical drape or gown. This report is being submitted as a medical device report in an abundance of caution.